Event description:
A consumer reported "difficulty seeing, sensitivity to light, seeing a light radius and depression" following intraocular lens (iol) implant surgery. He stated he can no longer drive at night, access e-mails or work. He reported he had a "lens cleaning procedure". Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).